Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01235.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right common femoral vein due to multi-trauma and high risk of deep vein thrombosis. Patient is alleging vena cava perforation. The patient further alleges "hand and finger numbness, stomach pain, chest pain" and "sometimes being active will make hands go numb." Per report from CT (computed tomography) dated (B)(6) 2018: "there is an ivc filter in the infrarenal ivc with an extramural extension of the prongs."

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2008. The patient alleges to have been injured without further explanation.